Event description:
It was reported that the artificial urinary sphincter (aus) cuff was too loose resulting in recurrent incontinence. The aus was explanted and replaced with a new device. There were no additional patient complications reported.